Event description:
Double lumen PICC was running ns + heparin at 1 ml/hr. When staff went to start new fluid running at 33 ml/hr and it started to beep "patient side occluded", after hooking up flush right to the bifuse, there was a leak found on the external part of the PICC. FDA safety report ID# (B)(4).